Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the epg sensing was out of range, however it was identified that the lower case and two side bail covers were broken . The battery drawer and serial label number were damaged. No battery was returned with the device. Due to five-year end of life the device is unrepaired and will be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sensing on the external pulse generator (epg) was out of range. The epg was removed from service and an end of service letter was sent as the epg model was no longer serviced. There was no patient involvement.